Event description:
Sorin group received a report that the pumps of the stockert s5 system did not respond properly when the "stop delivery" key was pressed during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the system pumps did not respond properly when the "stop delivery" key was pressed during set up. A sorin representative could not reproduce the problem. The system was upgraded. No further issue have been reported. No nonconformities were noted during manufacturing record review. No further investigation is required. No trend has been identified. The issue will be monitored for trends and if identified, corrections will be recommended.